Manufacturer narrative:
Results/conclusions: damaged clamping mechanism. Evaluation summary: the analysis results found that the device was received with the clamping mechanism damaged and with a reload loaded in the device. The reload was received fully loaded with staples. No functional test could be performed with the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. The returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. Although no conclusion could be reached on how the device got damaged with the information provided, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gyn procedure, the device misfired. No additional information is available. There was no patient consequence.